Event description:
It was reported that a patient presented remotely via merlin. Net, the lead exhibited low pacing impedance however, recent transmission had showed impedance increased. The lead will be monitored. No patient's symptoms were reported.